Event description:
The account alleged that the brake is not holding on the bed. When side to side pressure is applied, the casters are ratcheting.

Manufacturer narrative:
The account adjusted the caster brake screw to repair the bed.